Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the front-actuated grip probe was broken. The issue occurred during a therapeutic laparoscopic hepatectomy. The procedure was completed with a similar device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint the front-actuated grip probe breakage was confirmed. Based on the investigation, it's likely that several factors contributed to the malfunction. The tissue pad wore out due to seal and cut operation with the gripper closed, leading to contact between the probe and a non-insulated area. Scratches were observed on both the probe and grasping section, indicating contact between them during operation. Additionally, activation of seal and cut mode while grasping tissue caused cracks due to force on the scratch area. Ultimately, excessive force caused the probe to break, exacerbating the malfunction. However, the exact cause could not be determined. The following is included in the instructions for use (IFU): content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. Drawing number and revision number of IFU: rc3001 08. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.